Event description:
It was reported that the patient¿s lead fractured. As such, surgical intervention took place wherein the entire drg system was explanted and replaced with a scs system to address the issue. Investigation was unable to determine which of the leads fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-90a, UDI: (B)(4), serial: (B)(6), batch: 8477813. Common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 8500871.

Event description:
Additional information received indicates that patient experienced ineffective therapy due the lead fracture. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.